Event description:
End user states "that the tips of his crutches are bent in and he had to adjust each crutch to a different height to make them even. Because they are bent this way the crutch lacks support of his leg and he ended up applying pressure to the leg he was not supposed too." No injury alleged.